Event description:
The customer's mother stated that the customer was at camp and had to be treated by a nurse at the infirmary for high blood glucose levels. The reported blood glucose reading at the time of the call was 258 mg/dl. It was stated that the customer changed the infusion set several times, but continued to experience high blood glucose levels as high as 500 mg/dl. It was also stated that the customer was having irritation at the insertion sites and insulin was coming out as well. Troubleshooting was performed and the insulin pump was programmed correctly, but the daily totals did not match with the basal rates. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, occlusion and prime tests. No history anomaly was noted.